Event description:
The patient complains of pain, noise and lack of range of motion. He hears the hip clicking and feels like it's catching, there is not a smooth fluid movement as he is experiencing with his right hip which he is very happy with. He would like to know if any of his implants are subject to a recall.

Manufacturer narrative:
An event regarding range of motion caused by a malpositioned acetabular shell involving a tritanium shell was reported. The event was confirmed by the provided medical records and x-rays. Method and results: device evaluation and results: a visual, dimensional, functional analysis and material analysis could not be performed as the device has not been explanted and therefore was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: on (B)(6) 2016 "review of this additional documentation confirms impingement of the left hip component secondary to malposition of the acetabular component is the likely cause of this clinical complaints." Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: none of the reported devices are part of a recall. The investigation concluded that the event was most likely caused by the malposition of the acetabular shell as confirmed by the medical records and x-rays. The cause of the malposition and subsequent lack of range of motion could not be definitively determined as the devices were not returned for evaluation as they remain implanted. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update as per patient: it is patient left hip.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 626-00-42e, modular dual mobility insert, lot code: 48672204. Cat. No.: 6721-0535, size 5 accolade ii 127 deg, lot code: 49172808. Cat. No.: 1236-2-848, restoration adm x3 ins 28/48, lot code: 49161301. Cat. No.: 6570-0-028, delta v-40 ceramic head 28/-4, lot code: 38751902. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 29-aug-2014. There have been no other events for the lot referenced. None of the reported devices are part of a recall. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient complains of pain, noise and lack of range of motion. He hears the hip clicking and feels like it's catching, there is not a smooth fluid movement as he is experiencing with his right hip which he is very happy with. He would like to know if any of his implants are subject to a recall.